Manufacturer narrative:
Omit: g07001 - part/component/sub-assembly term not applicable. Additional information: imdrf annex g code and manufacturer narrative. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an air-in-line failure to alarm event. Per report, the clinician noticed the medication was completed, and the remainder was running through the tubing; however, the channel did not alarm when air passed the channel. There was patient involvement but no harm.

Event description:
It was reported there was an air-in-line failure to alarm event. Per report, the clinician noticed the medication was completed, and the remainder was running through the tubing; however, the channel did not alarm when air passed the channel. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Correction: initial reporter facility name. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of ¿there was an air-in-line failure¿ was not able to be confirmed from the log analysis or replicated during the extensive laboratory testing. The returned pump module alarmed for air in line appropriately at the 250¿l configuration threshold settings. The pump module was also tested for accumulated air bolus detection. After approximately 10 minutes from the start of the test, the pcu displayed ¿accumulated air alarm¿ with an audible alarm; indicating the unit is within tolerance and alarming appropriately. A review of pump modules and pcu error logs showed no errors related with the reported incident. No infusions were recorded with the suspect pump module. On april 04, 2025, an infusion was recorded with a pump module s/n (B)(6) with a rate of 25ml/h and a vtbi (volume to be infused) of 50ml. At 11:34 am the pump alarmed air in line with a pvi (primary volume infused) of 43.411ml; then, the pump module was powered off. The bd alaris¿ system with guardrails user manual v12.3.1 states: air detection algorithms aim to detect bubbles of approximately the setting size. Not all bubbles are exactly that size. Some bubbles smaller than the setting may trigger an alarm. Some slightly larger bubbles may not cause an alarm. The accumulated air-in-line alarm is designed to notify the user when many small bubbles pass the air sensor. Single bubbles that are too small to meet the single bolus air-in-line alarm threshold can pass the air sensor without causing a single bolus air-in-line alarm. An accumulated air-in-line alarm occurs when the percentage of air in a specific volume that passes the sensor is greater than or equal to the values designated. If air-in-line alarm has been detected: ensure tubing, ensure tubing is properly installed in air-in-line detector. If air is present, clear air from administration set. Press restart key, or press channel select key and then start soft key. The devices were in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported ¿there was an air-in-line failure¿ was not able to be identified from the log analysis or from the device extensive laboratory testing. The suspect pump module was fully tested, evaluated, and found to be operating within specification, and no issues or anomalies were observed during laboratory testing. Per 803.52(f)(11)(iii), the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported there was an air-in-line failure to alarm event. Per report, the clinician noticed the medication was completed, and the remainder was running through the tubing; however, the channel did not alarm when air passed the channel. There was patient involvement but no harm.